Manufacturer narrative:
The field service engineer found the wash nozzles to be out of adjustment. Causing the cells to not be cleaned out completely. The nozzles and dispense volumes were adjusted. The customer ran calibration, controls, and linearity material to verify, that the analyzer was operating properly. The investigation determined, the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested for creatinine on a cobas 6000 c (501) module. The specific creatinine reagent that was used is not known. The sample was processed on a modular pre-analytics system and then tested on the c501 analyzer, resulting with a creatinine value of 7.3 mg/dl and this value was reported outside of the laboratory to the doctor. The doctor questioned the value, so the sample was repeated. The primary tube of the sample was repeated, resulting with a value of 1.06 mg/dl. The repeat value was believed to be correct.